Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that intraoperative testing, during an ipg replacement (related manufacturer reference number 1627487-2020-30858), revealed multiple contacts on the paddle lead showing high impedance. In turn, the paddle lead was explanted and replaced. Post-operatively, stimulation therapy was restored.